Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. It was also noted that there may have been some minor bleeding. The follow-up confirmed that there was no pt injury, and that the pt is okay.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine a root cause of the failure. The capsule was returned separate. The trocar needle was advanced with blood/tissue present. The plunger was fully depressed and retracted. The push/pull wires looked fine. The analyst looked at the back of the capsule and re-threaded the pull wire through to make sure it fit properly with no resistance. Unable to determine. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).